Event description:
Iol was removed and replaced without complication due to the patient's complaint of visual disturbances and negative dysphotopsia.

Manufacturer narrative:
Iol was received and inspected under illuminated magnification. No failures were found. The result of our analysis reasonably suggests this is not a manufacturing related issue. The iol met all manufacturing specifications prior to release.